Event description:
The pt experienced pain after sustaining a car accident in 1995. Revision surgery revealed polyethylene wear of the tibial insert and patellar component.

Manufacturer narrative:
Info has been provided as requested. Section f1-f14 has been completed by the MFR. Info has been requested from the user facility. If info is received, a supplemental report will be submitted.